Manufacturer narrative:
Correction: sections d9, h3. The reported event could be confirmed. The returned nail was found to be broken approximately in the middle of the webs of the oblong drill hole at distal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. However, information like patient¿s medical records, x-rays, operative notes, patient¿s post-operative activity were not available. It could not be determined whether patient¿s conditions and / or surgical treatment had contributed to the event. Potential reasons for the reported event are included in the labelling. Hence a root cause for the failure could not be determined. With the available information, a deficiency of the device in terms of material, manufacturing, design, was not verified. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient had an im nail inserted in his left ankle in (B)(6) 2017. It is further alleged that on (B)(6) 2017, a radiologist noted there "appeared to be discontinuity of the intramedullary rod which tracks along the distal tibia and fuses the ankle and subtalar joints...consistent with hardware fracture." The rod was removed on (B)(6) 2018. During the removal surgery, the surgeon found that the nail "was noted to have a break at the talar screw hole."

Manufacturer narrative:
The noted device is part of a legal matter. If additional information becomes available, it will be provided in a supplemental report. Device not available.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient had an im nail inserted in his left ankle in (B)(6) 2017. It is further alleged that on (B)(6) 2017, a radiologist noted there "appeared to be discontinuity of the intramedullary rod which tracks along the distal tibia and fuses the ankle and subtalar joints...consistent with hardware fracture." The rod was removed on (B)(6) 2018. During the removal surgery, the surgeon found that the nail "was noted to have a break at the talar screw hole."